Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was noted that there was not acceptable neck length or diameter. The abdominal aortic aneurysm measured 8 cm in diameter. The aorta measured 32 mm in diameter at the level of celiac artery. It was reported that during the emergency room visit the talent stent graft was found to have migrated and a proximal type I endoleak was present on the CT scan. The decision was made to send the patient to surgery for secondary intervention where endovascular supra celiac aneurysm repair with an aui was performed followed by a femoral to femoral bypass procedure. The celiac artery and sma artery were treated with atrium icast covered stents using the snorkel technique. The migration and the endoleak was successfully resolved. Per the physician, the cause of stent graft migration leading to proximal type I endoleak was that over ten years the aneurysm continued  to grow becoming a thoraco abdominal aneurysm. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).